Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil failed to detach in the aneurysm and was removed from the patient. While advancing a new ruby coil through a lantern delivery microcatheter (lantern), the ruby coil's pusher assembly became kinked and it was removed from the patient. The procedure was completed using a new ruby coil with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations along the hypo-tube; the embolization coil was detached from the pusher assembly. Conclusion: evaluation of the returned devices revealed that the pet lock on the proximal end of the first ruby coil pusher assembly was broken. A broken pet lock indicates that an attempt was likely made to detach the embolization coil. In addition the pusher assembly was kinked in multiple locations. These kinks in the pusher assembly likely caused friction between the pull wire and the pusher assembly hypotube. This friction likely prevented the pull wire from retracting during the attempt to detach the embolization coil. When the pusher assembly was removed from the tortuous anatomy, the friction on the pull wire was likely alleviated, resulting in the embolization coil detachment. Further evaluation revealed that the second ruby coil¿s pusher assembly was fractured, and its embolization coil was detached. If the device is forcefully manipulated against resistance, the pusher assembly may become kinked. Additional forceful manipulation of the ruby coil may cause it to fracture at the kink location. A fractured pusher assembly may cause the pull wire to retract, and allow the embolization coil to detach. The lantern mentioned in the complaint was not returned to penumbra for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00378.